Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker and right atrial (ra) lead underwent a magnetic resonance imaging (MRI) with known high out of range ra lead pacing impedance in bipolar configuration, and a previously surgically abandoned lead which is considered off label use. The physician was aware of this and proceeded anyways as this patient has a tumor on their liver. This pacemaker remains in service. No adverse patient effects were reported.